Event description:
It was reported that a vascular stent being used to treat a lesion in the mid sfa could not be completely deployed. Reportedly, two to three "microclicks" were used to initiate stent deployment. After 2-3 cm of the stent was deployed, full trigger compressions were used. After approx half of the stent was deployed, a "pop" was heard and the deployment trigger became non-responsive. The physician then disassembled the deployment handle to expose the wire. The remaining portion of the stent was deployed by forcefully retracting on the wire using hemostats. Final angiography demonstrated proper stent placement and suitable patency of the treatment site. No report of pt injury.

Manufacturer narrative:
The lot number for device is unk. Therefore, a review of the device history record could not be performed . The stent remains implanted. The remaining portion of the delivery system was discarded by the user facility. The investigation is currently underway.